Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received unspecified high readings on the sensor compared to capillary readings obtained on the built-in meter and experienced "vomiting, desaturation and a loss of consciousness". Customer was seen at the hospital and an unspecified reading was obtained on the hcp meter, she was resuscitated and was treated with insulin and fluids via IV for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.